Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced iris capture. The lens was later removed.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
B5: duplicate claim# claim (B)(4). There is no complaint. Claim# (B)(4).